Manufacturer narrative:
It was noted that medical records and x-rays were not provided for review due to institutional irb and hipaa regulations at the reporting facility. A supplemental report will be submitted upon completion of the investigation. Device not returned.

Event description:
The arthroplasty was revised due to instability and pain. The components were implanted for an unknown time. The acetabular liner and femoral head were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
The event could was confirmed by the operative notes. The root cause of the reported event could not be determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
The arthroplasty was revised due to instability and pain. The components were implanted for an unknown time. The acetabular liner and femoral head were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 4.